Event description:
It was reported that on (B)(6) 2022, a 19 mm amplatzer septal occluder was selected for implant. During the implant procedure, the device presented in a cobra deformation while being deployed. The device was removed and replaced with another 19 mm amplatzer to resolve the event. There was no clinically significant delay or adverse event reposted. The patient is stable. No additional information was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.